Event description:
A high waste line pressure alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback due to clotting of the arterial line, resulting in an estimated blood loss of 190cc. The pt's hb decreased from 9.5 g/dl in (B)(6) 2012 to 7.1 g/dl on (B)(6) 2012. The pt was advised to go to the hospital for a blood transfusion. Actual number of prbcs units transfused was not provided. The pt had radiation prostatitis and requires blood transfusions on a periodic basis. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the reported alarm is not known. The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm as instructed in the user's guide. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. The user guide includes probable causes for alarms, alarm troubleshooting instructions and instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.